Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen. Review of the pump history revealed multiple loss of prime alarms associated with zero force. The pump was primed and exercised with no alarms occurring. There was no visible force sensor damage and the pins were intact at the time of eval.

Event description:
Eval revealed a misaligned display screen. Review of the pump history revealed multiple loss of prime alarms associated with zero force.